Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted after feeling dizzy and falling three times at the rehabilitation facility without loss of consciousness. The CT scan of the head was negative for intracranial bleed. Two hematomas were reported on the right forearm and right forehead. Inr was subtherapeutic in the setting of the falls. On (B)(6) 2017, the patient experienced ventricular tachycardia (vt). The interrogation of the automated implantable cardioverter defibrillator showed seven episodes of vt with five pace terminated and two shock terminated. It was reported that the vt was caused by cannula malposition. The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump, did not reveal any device-related issues. The report of inflow conduit malpositioning could not be confirmed. A direct correlation between the device and the reported ventricular tachycardia events could not conclusively be established through this evaluation. The pump was returned assembled with the driveline severed approximately 9.5 inches from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port and the flex section was severed in half. The sealed outflow graft attachment and outflow elbow were returned attached to the pump¿s outlet port. The outflow graft was severed at the graft attachment and no graft material was returned. The sealed outflow graft bend relief and sealed outflow graft bend relief collar were returned unattached from the graft attachment. Upon disassembly of the device, visual inspection of the smooth and textured blood-contacting surfaces did not reveal an issue that would have contributed to the reported events. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Cardiac arrhythmia listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.